Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components, body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tab was damaged. Based on the evidence found on the returned device, the posterior cuff was missed and the anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle and damaging the anterior cuff tab. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked during manufacturing. Contributing factors for needle deflection that resulted in the posterior cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Based on the successful test of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss and subsequent needle to cuff detachment is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degrees angle throughout deployment. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.